Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014. Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) as part of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient stated that they had x-rays showing lead migration. The spinal cord stimulator (scs) was helping somewhat with the patient's pain. An examination was done on (B)(6) 2017,and since the patient stated that the scs was still helping with pain they were to hold off on implantable pulse generator replacement unless the condition were to worsen. The device diagnosis was lead migration/dislodgement. Additional information received from the hcp reported that the scs was helping somewhat, but not as much as before, and the charge for scs only lasted for about a day and a half. Examination was done on (B)(6) 2017. The device diagnosis was that the neurostimulator was unable to recharge, and the clinical diagnosis was increased pain. Updated imaging was to be ordered, and a manufacturer representative was to be contacted for reprogramming on (B)(6) 2017. No action was taken. The event remained ongoing. The etiology was not related to the implant procedure, but related to the device or therapy, specifically to the recharge process and to the two leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that surgery to reposition the pocket may be required in the future. No further action taken at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The device and clinical diagnosis of excessive battery movement was reported. The patient also reported tenderness at the ins site. On (B)(6) 2017, the patient still wasn't having as much pain relief as before. A nonsteroidal anti-inflammatory drug injection was administered for the pain. The x-rays on (B)(6) 2017 were negative for scs problems. The CT and mylogram was negative for scs problems on (B)(6) 2017. All imaging appeared normal in regards to the stimulator and leads. There was no mention in radiology dictation of any scs related problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp provided the patient's baseline weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, there was no mention of the battery movement or tenderness. It resolved without sequelae on (B)(6) 2017. On (B)(6) 2018, the pain rating was still 7. The event resolved as there was no lead migration noted on the imaging. The clinical diagnosis was a loss of efficacy. It was also inquired why the patient kept letting the battery die and did not recharge. The patient was non-compliance with the recharge process. The device diagnosis of premature depleted charge was updated to patient use error. On (B)(6) 2017, the patient was using the ins and was having 70% pain relief. The stimulator was working well for the pain relief. The physician recommended a non-rechargeable ins in the future. The event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient forgot how to recharge and the issue was noted as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that reprogramming was performed on (B)(4)2017. It was noted that the impedance check was good. The device¿s charge depleted twice. Further stated as premature depleted charge. The scs helped somewhat with the pain, though not as good as before. X-rays and a CT scan were ordered by the physician (B)(6) 2017 but there were no source documents yet. It was confirmed that the lead migrated due to a fall. Also known that battery on right buttock moves around a lot in the pocket. Revision may be needed in the future. No further complications were reported or anticipated. No further complications were reported or anticipated.